Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant upstream occlusion alert, which was not reproduced during evaluation. A review of the event history log identified constant upstream occlusion alert as upstream occlusion messages. The cause was determined to be an out of specification ultrasonic sensor calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant upstream occlusion. There was no patient involvement. No additional information is available.